Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to be stuck on the time, date correct screen. Customer reported to have changed batteries and numbers continued to scroll without stopping. Customer reported of not being able to answer yes or no when changing the time. Customer's blood glucose was 400 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No frozen screen noted. The insulin pump had an intermittent down button response due to corroded keypad traces. The insulin pump programed time/date properly. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked belt clip slot and cracked reservoir tube lip.